Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, during the operation, the lead could not be fixed although physician made several attempts. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.